Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the tubing just below the chamber where it was connected to the tubing. The issue occurred during the process of hanging and priming the line. The device was filled with entyvio. A new dose was made and hung to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 15, 2025 ¿ april 16, 2025. H11: the device was received for evaluation. A visual inspection was performed, and incorrectly assembly due to a twist was observed. The tubing was incorrectly assembled into the drip chamber. A pressure test and clear passage under water were performed, and a leak due to twist in the tubing was observed. The reported condition was verified. The cause was determined to be from improper assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.